Event description:
General report received of decreased suction. Reportedly, during 2004, there was a decrease of suction in the operating rooms. The hosp engineer discovered that the shut off valve in the suction wall units of the operating rooms had collected small pieces of filter material. It is believed the filter material is from the lids of the suction canisters. This material reportedly collected and caused a decrease in the suction, but no loss of suction. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.